Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope displayed a foggy image. The issue was identified during the pre-use inspection, and no patient involvement was reported.